Event description:
Pt developed premature ventricular contractions and ventricular tachycardia. Chest x-ray revealed fragment of peripherally inserted central catheter with the tip in the right ventricle. Interventional radiologist performed foreign body retrieval via the right groin and successfully removed the catheter fragment.